Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "description fo incident from phlebotomist: "I was taking blood from patient. I had used a blue butterfly with the new blue top bd vial to take blood from the patient's hand as there were no other suitable veins available. I got just enough blood in that vial but the vein was looking like it was not going to be able to give more blood so the butterfly was removed and discarded into the sharps container. The blue top vial was laid in the yellow tray and another attempt to take blood was done on the patient's other hand this time using a needle and syringe. Minimal blood was drawn back for the amount of tests so I prepared to take blood from the patient for a 3rd time. Whilst preparing my equipment I had placed the yellow tray next to the patient on the seat and had momentarily gone back to the trolley to get an alcohol wipe. During this time I heard a pop and noticed the lid of the blue top vial had popped off. Blood had spilt all over the tray and vials in it as well as a spray of blood onto the ground. No blood had gone on me or the patient or the carer sitting on the orange chair. It was explained to the patient that as blood had gone on all of the other tubes and there was not enough in the other ones it would be best if they returned next week after having drunk more water and keeping their arms warm. The ground and area were cleaned and cleaners were also called in to clean the floor. Vials have been discarded." Additional information received from (B)(6) 2 apr 2021. I have now spoken with the phlebotomist who has advised that the wingset/butterfly was a vacuette wingset and holder. Please also note that the patient was hep c positive and being tested for hiv. The phlebotomist has also confirmed that as the tubes were in a kidney dish the blood spillage was contained except for a drop on the floor and she or the patient did not come into contact with the blood."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "description fo incident from phlebotomist: "I was taking blood from patient. I had used a blue butterfly with the new blue top bd vial to take blood from the patient's hand as there were no other suitable veins available. I got just enough blood in that vial but the vein was looking like it was not going to be able to give more blood so the butterfly was removed and discarded into the sharps container. The blue top vial was laid in the yellow tray and another attempt to take blood was done on the patient's other hand this time using a needle and syringe. Minimal blood was drawn back for the amount of tests so I prepared to take blood from the patient for a 3rd time. Whilst preparing my equipment I had placed the yellow tray next to the patient on the seat and had momentarily gone back to the trolley to get an alcohol wipe. During this time I heard a pop and noticed the lid of the blue top vial had popped off. Blood had spilt all over the tray and vials in it as well as a spray of blood onto the ground. No blood had gone on me or the patient or the carer sitting on the orange chair. It was explained to the patient that as blood had gone on all of the other tubes and there was not enough in the other ones it would be best if they returned next week after having drunk more water and keeping their arms warm. The ground and area were cleaned and cleaners were also called in to clean the floor. Vials have been discarded." Additionanal information received from (B)(6) - 2 apr 2021. I have now spoken with the phlebotomist who has advised that the wingset/butterfly was a vacuette wingset and holder. Please also note that the patient was (B)(6) and being tested for (B)(6) . The phlebotomist has also confirmed that as the tubes were in a kidney dish the blood spillage was contained except for a drop on the floor and she or the patient did not come into contact with the blood."